Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported there were 4 pump modules infusing on a patient and the pump modules suddenly turned off and the pcu showed a communication error. The customer stated there have been other similar events with no details available, except to state that sometimes there's no audible alarm when the communication error occurs. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times.there was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pump modules suddenly turned off was confirmed, but was found to be from a channel disconnection rather than the reported communication error. The log review identified 2 channel disconnections on (B)(6) 2018 at 8:41 am and 8:42 am. At the time only pump module s/n 14525002 was infusing when a sudden loss of power to the device occurred, generating a channel disconnection. Testing replicated a channel disconnect event by aggressively moving the module at the connecting iui. The channel disconnection generated an audible and visual alarm that required user intervention to clear. Visual inspection showed dried fluid and corrosion on both male and female iuis. The root cause of the reported event is iui contamination which caused an open condition on either pin #13 or ground resulting in the channel disconnect/loss of power event.

Event description:
The customer reported there were 4 pump modules infusing on a patient and the pump modules suddenly turned off and the pcu showed a communication error. The customer stated there have been other similar events with no details available, except to state that sometimes there's no audible alarm when the communication error occurs. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times. There was no report of patient harm.

Event description:
The customer reported there were 4 pump modules infusing on a patient and the pump modules suddenly turned off and the pcu showed a communication error. The customer stated there have been other similar events with no details available, except to state that sometimes there's no audible alarm when the communication error occurs. The customer states they were using clorox wipes and recently switched to hydrogen peroxide for cleaning and disinfection. There is visible white film and corrosion on the iui connectors, and the connectors smell like bleach at times.there was no report of patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.